Event description:
Patient undergoing laparoscopic repair of incisional hernia with mesh. After the mesh was tented against the abdominal wall, the physician then tacked the mesh against the abdominal wall using the securestrap, which misfired during the procedure.